Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a kinetics guidewire. The device returned in one piece. Visual inspection of the device showed no separation issues. A kink was noticed approximately 3cm from the distal end of the catheter tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that guidewire fracture occurred. The 80% stenosed target lesion was located in the mildly tortuous distal left circumflex artery. After flushing the device, a non-bsc guide catheter crossed the lesion. Then a 185cm kinetix guidewire was advanced, however it was noted that the distal part of the guidewire about 2-3cm was broken off. The procedure was completed with another kinetix guidewire and followed by plain old balloon angioplasty (poba) using a 2.0mmx15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that guidewire fracture occurred. The 80% stenosed target lesion was located in the mildly tortuous distal left circumflex artery. After flushing the device, a non-bsc guide catheter crossed the lesion. Then a 185cm kinetix guidewire was advanced, however it was noted that the distal part of the guidewire about 2-3cm was broken off. The procedure was completed with another kinetix guidewire and followed by plain old balloon angioplasty (poba) using a 2.0mmx15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.